Event description:
Information was received from a regulatory body via the patient, the patient receiving intrathecal medication via an implantable pump. It was reported that the intrathecal catheter to their implanted medtronic pain pump fractured and that it had fractured about 10 years before, but it took about 7 years for the doctors to concede it was broken and during a routine replacement they discovered the break. Then, 2023 they fell and within a few weeks recognized that line had fractured again. The patient expressed their concerns to their pain clinic provider and their primary care physician. It was reported that the morphine was leaking into their body cavity and causing extreme burning and pain. It was not until 8 months later, 2024, that the pain clinic doctor agreed that the line was fractured. The pump was turned off 3 days later. They were given no instruction as to what to expect. They were given a prescription for a low dose of oxycodone and [narcan] and was instructed to take "as much as needed" to counter the side effects but to beware of overdosing. Within one week they had such severe withdrawal that they wen into "afib" and their daughter called 911 after finding them unresponsive. They spent a week in the coronary care unit (ccu) and underwent cardio aversion. In august, the pump was removed. Two weeks later their l5 fractured and they had to have a kyphoplasty surgery. In 2025, their l2, l3, l4 fractured and they had to have 3 additional kyphoplasty surgery. They had never had aby signs of osteoporosis or back pain and their magnetic resonance imaging had never reflected osteoporosis in their spine. The catheter was left in place in their spine following the medtronic pump explant. The surgeon told them that if they attempted remove it, the damage to their spine could be catastrophic or fatal.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), product type: catheter. Product ID 8578, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 07-sep-2000, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 05-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.